Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms. Supply changes were performed to resolve the issue. Blood glucose level was 324 mg/dl.